Event description:
This male patient was admitted for coronary angiography, which revealed a 90%, de novo, slightly calcified lesion in the mid-rca. The vessel was described as slightly tortuous. Radial approach was chosen for the procedure. After the guiding catheter was engaged, pre-dilation with a balloon (name and size unknown) was conducted. Then a 3.5 x 18mm cypher stent was delivered to the target lesion. The stent was deployed; however, the pressure stopped at 10 atm. The physician visualized contrast medium leakage from the device via fluoroscopy. The delivery system was withdrawn out of the patient, and the physician confirmed balloon rupture. Post-dilation with another balloon (name and size unknown) was conducted, and ivus was conducted as well. Then the procedure was successfully finished. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Foreign cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). The device has been received by cordis and an analysis is pending. Additional information will be submitted within 30 days of receipt.